Event description:
A report that the patient's precision system was explanted, was received. The patient was going to have a pocket revision due to erosion at the ipg site. During the surgery, the physician noticed that there was an infection at the pocket site and decided to explant the system. The patient was prescribed antibiotics. The physician took a culture which showed cluster bacteria. The physician does not believe the infection is device related.

Manufacturer narrative:
The explanted devices will not be returned for evaluation, as they were discarded by the medical facility.